Event description:
Patient diagnosed with orthofix spinal rod failure requiring surgical intervention to remove and replace the rods. Patient taken to surgery and two rods removed which had both broken into two pieces (4 total pieces removed from pt). The rods were replaced and the patient did well with surgery. The patient was admitted for further care and treatment. Rods sequestered for risk management. Risk has sequestered the rods on the pt's behalf.